Manufacturer narrative:
One device was returned for evaluation. Visual inspection found that the device was in excellent condition and that the tamper seal had been removed. A review of the event history log found no error related to the reported issue. Functional testing involved a simulated test and found that the device did not encounter any issues during dose changes. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.

Event description:
Information was received indicating that while using this syringe infusion pump a nurse attempted to increase the patient's dose, however the pump did not respond to the buttons being pressed. No adverse patient effects were reported.